Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that nursing had trouble with a transfusion could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 20076405 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20076405 regarding item #2477-0007. H3 other text : see h.10.

Event description:
It was reported that 5 as lvp bld180m 15d ss had flow issues and were clogged during use. The following was reported by the initial reporter: "it was reported that nursing had trouble with a transfusion, it pooled cryoglobulin through the filter. Verbatim: nursing was having trouble transfusion pooled cryoglobulin through this filter. I believe this is a replacement filter for another that was discontinued. We have not had any reported issues transfusing rbc, ffp or platelets through this filter. Any suggestions?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 as lvp bld180m 15d ss had flow issues and were clogged during use. The following was reported by the initial reporter: "it was reported that nursing had trouble with a transfusion, it pooled cryoglobulin through the filter. Verbatim: nursing was having trouble transfusion pooled cryoglobulin through this filter. I believe this is a replacement filter for another that was discontinued. We have not had any reported issues transfusing rbc, ffp or platelets through this filter. Any suggestions?"